Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that the patient fell and the lead wire broke that was going to the head. Patient reported they ended up having ins replaced on (B)(6) 2015. No further complications reported and/or anticipated at this time.